Event description:
While removing the iab, the pt developed pain. Removal of the iab ceased and the pt was prepared for surgery, the pt then coded and expired. The facility is attributing the death to the event. The iab did not malfunction. On 11/23/1999, datascope was notified that the pt expired with iab in place, and the iab was not available to be returned. (Event complications: the pt developed pain/expired - reported 11/8/1999. (Pt's current status: expired - rpt'd 11/8/1999.).